Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there were wear and tear damage to the tank cover, front cover, line cord, and float switch. It was also noted that the pump itself is noisy and has a cracked enclosure. Functional testing consisted of attaching a test hose, plugging in a line cord, and pressing the on button, then selecting high on the key pad. This testing duplicated the reported problem by the customer. The root cause of the reported issue was found to be a crack in the enclosure near the drain fitting .replaced float switch, pump assembly, enclosure, tank cover, front cover, line cord, and reflux plug. Upgraded the printed circuit board and power switch under corrective action and preventative action. The technician performed the preventive maintenance (pm). The device passed all the functional testing. Unique identifier and PMA/510k are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a leaking reservoir is cracked. No patient injury was reported.